Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported a performa blood glucose result of 8.4 mmol/l and lab result of 4.8 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return due to custom and legal issues in (B)(6).